Event description:
It was reported that the customer's insulin pump alarmed several times. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with scratched lcd window, cracked case at the screen corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and scratched reservoir tube window.